Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned in segments and with severe explant damage. Using destructive analysis to perform tests, there was no fracture in vivo or insulation breach in vivo observed.

Event description:
It was reported the patient received inappropriate shocks. It was also reported the lead displayed over-sensing, a high count of short v-v intervals, and there was a high number of non-sustained tachycardia events. Additionally, there was a sensing/detection problem with the device. The patient was hospitalized and re-programming was performed. Following, at the time of revision, the right atrial lead was damaged. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.